Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 60483701 trident hemispherical cluster hole shell; cat# 502-11-56f; lot# 59489203 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# 220ead 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# 243ttv size 7 accolade ii 127 deg; cat# 6721-0737; lot# 59725902. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision of patient's left hip due to possible infection. The poly and head were exchanged. There were no surgical delays and procedure was completed successfully.